Event description:
It was reported that the patient with this pacemaker system experienced syncope. There was oversensing of noise observed on both the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in pacing inhibition. Both of these leads were not manufactured by boston scientific and were explanted during generator change out procedure. There were no stored events on the day of the patient's syncope. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system experienced syncope. There was oversensing of noise observed on both the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in pacing inhibition. Both of these leads were not manufactured by boston scientific and were explanted during generator change out procedure. There were no stored events on the day of the patient's syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.